Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint of a detached tube is confirmed. Root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during the procedure, the access catheter detached at the hub. The clinician was able to successfully remove the detached piece without futher intervention. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is has been returned for evaluation. A follow up will be submitted when the investigation is complete.